Event description:
Patient's representative reported capsular contracture, baker grade iii, and "experiencing fatigue, axillary swelling with severe pain, developed a sleep disorder, multiple swollen axillary lymph nodes of at least 10 siliconomas size 22 mm and several smaller siliconomas size 15 mm were discovered in the axillary area". Additionally, "constant fatigue", "sleep disorder" are not device related. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: anxiety ¿ product/ procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. Changes in sleep habits: unable to observe as it is not related to the device. Fatigue: unable to observe as it is not related to the device. Migration: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6;

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a5, a6, d4, e3, h4, h6.

Event description:
Patient's representative reported right side capsular contracture baker grade iii, and "experiencing fatigue, axillary swelling with severe pain, developed a sleep disorder, multiple swollen axillary lymph nodes of at least 10 siliconomas size 22 mm and several smaller siliconomas size 15 mm were discovered in the axillary area". Additionally, "constant fatigue", "sleep disorder" are not device related. The device has been explanted without replacement.

Event description:
Patient's representative reported capsular contracture, baker grade iii, and "experiencing fatigue, axillary swelling with severe pain, developed a sleep disorder, multiple swollen axillary lymph nodes of at least 10 siliconomas size 22 mm and several smaller siliconomas size 15 mm were discovered in the axillary area". Additionally, "constant fatigue", "sleep disorder" are not device related. The device has been explanted. This relates to the right side.

Manufacturer narrative:
The events of "capsular contracture, granuloma, lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "capsular contracture, granuloma, lymphadenopathy, silicone migration.